Event description:
2003, a sophysa shunt was implanted to a patient. The sophysa shunt was composed of one sophy adjustable pressure valve (cat.#sm8), one ventricular catheter (cat.#pl06), and one peritoneal catheter (cat.#b905s). Some troubles appear for the patient with fever and vomiting. The revision was operated and analysis showed infection with pseudomonas aeruginosa.